Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was not reported. It was reported that there was a pump stalled around five years ago. No further information was available.